Manufacturer narrative:
Patient demographics requested but not provided. The customer¿s complaint of a maxplus stick down could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were 6 events where the nurse reported to the vascular access clinician that a needleless valve stick down had occurred. This file is for one event reported. There has been no report of patient harm as a result of the event.